Event description:
Healthcare professional reported left side "exchange from textured to smooth implants due to patient's concern with the product." Healthcare professional additionally reported rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Manufacturer narrative:
Reason for reoperation: exchange from textured to smooth implants due to patient's concern with the product, rupture device evaluation: photo analysis: visual analysis of the photographs identified: anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported left side "exchange from textured to smooth implants due to patient's concern with the product." Healthcare professional additionally reported rupture. The device has been explanted and replaced.